Event description:
It was reported that a comparison of the use before date field and implant date found the device was implanted after the use before date. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488tc52 competitor implantable pacing lead, implanted: (B)(6) 2008. (B)(4).